Event description:
(B)(4). I got this procedure done (B)(6) 2012 awake with no problems at my doctors office. After a month I had my gallbladder removed. Six months later started getting really bad headaches and dizziness. Last year I almost fainted in the store went to the ER the doctor did a CT scan just to make sure I didn't have a tumor. The doctor said everything look good and referred me to a doctor to get blood work done. I made a appointment and had blood work done. The doctor diagnosed me with vertigo and said I had vitamin d deficiency and in border line of getting diabetes! Now I'm getting migraines that don't go away no even with advil or tylenol. My body aches I feel fatigue all the time I have anxiety mood swings my toes get numb did I mention I'm only im (B)(6)! Right now my concern is my daughter that since I had this thing in me she's been breastfeeding and started to get rashes and was always sick! She going to be 4 this year and she was on the breast for 3 years I'm concerned she has nickel in her bloodstream!! Till today she's always sick and gets these rashes!! Take essure off the market now!!! No woman should go thru this! I need to removed these from my body asap before I get sicker!

Event description:
(B)(4). Wrong report date, sorry that was the date got essure.